Event description:
It was reported that the customer attempted to insert a sensor and it fell out. The customer's blood glucose value was 170 mg/dl. It was also reported that another the needle hub of another sensor became stuck in a serter. During troubleshooting, the needle hub assembly released from the serter. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.